Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was also received with moisture damage on the motor, keypad, battery tube and vibrator assembly. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was fluid on the screen. The customer's blood glucose was 182 mg/dl at the time of incident. It was reported that the insulin pump would not work. It was reported that the insulin pump might have been exposed to moisture. The insulin pump was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.